Event description:
The customer reported a false elevated architect stat troponin-I result for a (B)(6) female patient. The following data was provided (customer¿s reference range is < 0.031 ng/ml): on (B)(6) 2021 sid (B)(6)= initial troponin result = 0.955 ng/ml (positive), repeat results = 0.013, 0.015 ng/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect stat troponin-I results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 24460un20. Return testing was not completed as returns were not available. The trending review identified no trends related to the issue. The historical performance of reagent lot 24460un20 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 24460un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 24460un20. The device history review did not show any non-conformances or deviations for lot 24460un20. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 24460un20 was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.